Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, rep noticed the screwdriver head was broken off when he went out for a different case.